Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign materials inside the air/water and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was jun 5, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material in the air/water channel and unspecified whitish foreign material in the auxiliary water channel could not be determined since it is unknown whether there was deviation from instructions for use in reprocessing steps on the locations where foreign material remained, and physical damage was not found at the locations. The event can be detected and prevented by handling the device in accordance with the following : instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.